Event description:
(B)(6) 2015: the patient underwent a CT of cervical spine without contrast and a comparison was done with an MRI dated (B)(6) 2015. Impression: at c6-c7, interbody plug and two anterior fusion screws, one in the c6 anterior vertebral body and the other in the anterior c7 vertebral body. Significant erosion of bone surrounding the proximal shafts of the screws, and approximately 1mm of lucency surrounding the more distal shafts of the screws. The fusion status of the interbody plug itself at c6-c7 is difficult to definitively assess due to streak artifact associated with the plug. No significant canal stenosis at any cervical level. Mild to moderate left c6-c7 neural foraminal narrowing . (B)(6) 2012: patient presented with neck pain and upper extremity symptoms, status post left arm pain. Musculoskeletal: positive for myalgias, back pain, joint pain. Neurological : positive for tingling, sensory change, focal weakness and headaches. (B)(6) 2015: the patient presented for the evaluation neck and arm pain. Musculoskeletal: positive for back pain, joint pain, neck pain, myalgias. (B)(6) 2015: patient was diagnosed with dysphagia.

Event description:
It was reported that a patient underwent an unspecified spinal surgery using a spacer. Post-op, recently a MRI and a CT showed the device pressing on the patient's esophagus. The patient was finding difficulty in swallowing. Also, it was reported that the locking mechanism must have failed. Barium swallowing shows a problem with swallowing.

Event description:
A cat scan showed a screw going into the patient's esophagus. Patient also reported that a future surgery might be required to have the screw removed.

Event description:
Medical record review: (B)(6) 2009 - pt. Presented to surgery with cervical radiculopathy. Pt. Underwent a procedure for c6-7 acdf with implant of peek implant. Surgery completed without complication. (B)(6) 2011 &#63504;pt. Presents with wrist pain. Impression: 1. De quervain tenosynovitis. 2. Ganglion cyst of the wrist. (B)(6) 2012 &#63512;x-ray, right wrist impression: no evidence of bony or soft tissue abnormality of the right wrist. (B)(6) 2012 &#63504;pt. Underwent colonoscopy with polypectomy using biopsy forceps. (B)(6) 2012 &#63512;x-ray, cervical spine impression: 1. Postsurgical changes at the c6-7 level with good positioning of the disc spacer. 2. Lucency at the locking screw at c6. Recommend comparison with immediate postoperative study. 3. Disc space narrowing at c5-6. (B)(6) 2012 &#63502;neurologic impression: carpal tunnel syndrome bilaterally; cubital tunnel syndrome bilaterally, clinically, confirmed by emg; history of cervical radiculopathy. (B)(6) 2012 &#63504;pt. Presented for office visit with chief complaint of difficulty swallowing. (B)(6) 2012 &#63504;pt. Underwent fluoro esophagram with video swallowing function impression: 1. Normal swallowing mechanism. 2. Dysmotility of the distal esophagus. (B)(6) 2012 &#63501;MRI cervical spine impression: 1. Surgical changes at the c6-7 level, with metallic artifact obscuring details at this level. 2. Mild cervical spondylosis at c4-5 and c5-6, with minimal/mild right neural foraminal narrowing. (B)(6) 2012 &#63504;pt. Presented for evaluation of neck pain and upper extremity symptoms. He has a history of cervical fusion c6-7 in (B)(6) 2009. S/p surgery the patient complained of left arm pain, for which they did an emg and found abnormal conduction in bilateral carpal tunnel. Pt. Has right arm pain that is daily intermittent pain that radiates into his shoulder blade and his right wrist. Associated symptoms include weakness in his right hand with pain and difficulty writing. The patient also complains of numbness and tingling mainly in his right 1-3rd digits. He also feels tingling in the 1-3rd digits on his left hand. Symptoms worse in left hand than right. Symptoms in left hand are constant and right hand symptoms are intermittent. Assessment and plan: (B)(6) y/o right handed diabetic man with mild to moderate left greater than right carpal tunnel syndrome. Trial of hand therapy with a therapist once a week and daily on your own. I demonstrated namaste carpal tunnel stretch exercises and told him to do them at least 12 times a day for 30 seconds at a time. He will also take vitamin b6 100 mg per day. We will try this treatment for 8 weeks and then he will return for a clinic visit. (B)(6) 2013 &#63504;pt. Presents with complaints of chronic neck pain with pain in both arms, right first 3 digits and left hand all digits, and upper back. Patient stated he initially had numbness in left hand in 2009 which resulted in patient having an acdf on (B)(6) 2009. Patient reported since surgery, patient has had increased pain and numbness in both extremities. Patient also c/c of headaches starting in the back of his head. (B)(6) 2013 &#63504;pt. Underwent epidural steroid injection (B)(6) 2014 &#63504;pt. Underwent endoscopy. Diagnosis: barrett esophagus; gastritis. (B)(6) 2014 &#63504;pt. Underwent high resolution esophageal motility and impedence study. Impression: no significant esophageal motility d isorder seen to explain the pt.&#62688;dysphagia. Extrinsic compression of the esophagus from his previous neck surgery with implants. (B)(6) 2015 &#63504;pt. Underwent lumbar epidural steroid injection.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on an unknown date in 2009 patient underwent acdf at c6, c7 levels. On an unknown date in (B)(6) 2009, patient underwent cervical spine MRI which showed a c6-7 acdf without subluxation with mild mid cervical disc degeneration with thecal sac compression and mild foraminal narrowing and central disc osteophyte complex indenting the cervical cord slight at c4-5 no cord signal abnormality. (B)(6) 2012: patient underwent emg and had a mild bilateral carpal tunnel syndrome. (B)(6) 2013: patient presented for evaluation of left neck pain and arm pain. Patient had a surgery for large disc protrusion on the left c6-7 (acdf) and had persistent pain since. Patient reported having in the left finger which felt worse. Now, patient has complained right finger numbness. Patient had radicular pain to the left arm from the neck down to the hand. Patient had pain in the neck and up on the left posterior head. On left, all fingers were affected. On the right, thumb, index, middle and ring fingers were numb. Patient had a weak grip on the right hand and more on the left hand. Pain was constant in the neck and the back. He had pain that was constant down to the left arm. Patient had left side weakness more than the right. Patient has also experienced intermittent numbness in both feet since surgery. Impression: cervical radiculopathy at c6/7; numbness in feet; cervicogenic headache; right leg pain. (B)(6) 2013: patient underwent MRI lumbar spine without contrast due to low back pain. Impression: mild degenerative changes with mild bilateral neural foraminal narrowing at l4-5. (B)(6) 2013: patient presented with hip pain and low back pain, diabetes. Impression: cervicalgia, low back pain, headache, hyperten sion, type 2 diabetes mellitus. (B)(6) 2013: patient presented with chronic cervicalgia and headaches. Patient had experienced numbness in the right cheek area along with the pain in the neck lasting about a week constantly. This resolved on its own. Impression: cervicalgia, headache, numbness. (B)(6) 2013: patient presented with extremity pain, back pain. Patient reported thigh pain going into groin area up into back for 1 month. Patient reported lower back pain for 3 months. Neck was supple. Impression: thigh pain, cervicalgia, low back pain, disturbance of skin sensation, headache, hypertension, type 2 diabetes mellitus. (B)(6) 2013: patient presented with neck pain, back pain and leg pain. Patient reported on and off back pain radiating to groin and both legs, left greater than right associated with mild weakness, numbness and tingling in the toes in both feet for 6 months to 1 year and post acdf arm numbness. Pain worsens with physical activity and alleviated with rest. Review of musculoskeletal system revealed joint pain, swelling joint and arthritis. Neurologic review revealed loss of memory, numbness, muscle weakness and unsteady gait. Psychological review revealed depression and mood swing sleep problems. Review also revealed chest pain, discomfort and shortness of breath, tinnitus, nasal discharge and congestion. Fundoscopic exam revealed optic discs are sharp. Impression: l4-5 foraminal stenosis; lumbago, sciatica, cervicalgia, s/p acdf c6-7. (B)(6) 2013: patient presented with chronic low back pain and bilateral leg pain. The pain was localized in the lumbosacral, right lumbar and left lumbar and radiated down the legs. Patient described the pain as being aching, cramping, throbbing and tingling. Patient had increase pain with prolonged walking, prolonged standing, bending forward, weather changes, exercise and lifting and relieved by laying down. Patient also reported weakness and numbness at l5-s1. Patient stated that the pain interfered in some daily activities like sleeping, chores and hobbies. Musculoskeletal examination revealed tenderness upon palpation of spinous process, interspinal ligament, lumbar paraspinal muscles and buttock area. Assessment: complex chronic low back pain, degenerative disc disease, osteoarthritis, facet disease, radiculopathic pain, myalgia, myositis. (B)(6) 2013: patient underwent l5-s1 lumbar epidural steroid injection under fluoroscopic guidance due tochronic low back pain. No complications reported. (B)(6) 2013, (B)(6) 2015: patient presented with chronic low back pain. Patient had lumbar epidural steroid injection that worked for limited length of time. Patient had some residual pain. Pain was circumscribed to the back. Patient had difficulty walking, bending, flexing, and pain with prolonged sitting, prolonged standing, and lifting heavy objects. Patient had degenerative disc disease in the lumbar spine. Assessment: complex chronic low back pain, degenerative disc disease, osteoarthritis, facet disease, radiculopathic pain, myalgia, myositis. Patient underwent lumbar trigger point injections without any complications. (B)(6) 2014: patient presented with throat problem, throat pain off and on, difficulty swallowing, back pain at t4, t5 area and chest discomfort off and on. Patient reported trouble swallowing on his right side and complained of choking when eating. Patient's diabetes medications and elevated cholesterol were reviewed. Impression: type 2 diabetes mellitus, unspecified hyperlipidemia, sore throat, cough, pain in limb, elevated cpk, dyslipidemia, cervicalgia, low back pain, headache, disturbance of skin sensation, hypertension. (B)(6) 2014: patient presented with extremity pain, pain in limb, hyperlipidemia. Patient reported having a lot of right arm pain. Pain from neck area and radiated down to right arm. Patient was able to move and lift arm with pain. Patient had lots of cervical pain, low back pain, headache, hypertension, depression and dysphagia. Impression: type ii or unspecified type diabetes mellitus without mention of complication, hyperlipidemia, cervicalgia, low back pain, hypertension, cervical radiculopathy at c6, numbness in feet, screening for depression and dysphagia. (B)(6) 2014: patient underwent MRI cervical spine with and without contrast due to dysphagia. Impression: no abnormal esophageal prominence but the anterior staple of c6-7 does efface the posterior surface of the cervical esophagus. No prevertebral soft tissue edema fusion of c6-7. (B)(6) 2014: patient underwent MRI thoracic spine with and without contrast due to pain in back with radiation to right arm. Impression: detail limited by artifact from patient motion. No MRI abnormalities identified to account for patient&#38112;symptoms. Two up to 18mm t2 bright lesions noted within the liver. These were not seen on prior lumbar spine MRI (B)(6) 2013. These may not have been included in the plane of imaging, though new lesions can not be excluded. Cysts and hemangiomas are the most likely possibilities. (B)(6) 2014: patient underwent MRI lumbar spine with and without contrast due to back pain. Impression: multilevel degenerative changes causing spinal stenosis and neural foraminal narrowing. Foci of t2 hyper-intensity within the right lobe of liver not seen on prior examination and likely not included in the plane of imaging on that study. Statistically these most represent cysts or hemangiomas or may be artifactual. (B)(6) 2014: patient presented with chronic neck pain, right shoulder pain, numbness and tingling in both hands shooting down from the neck. Neck was supple. Assessment: dysphagia, cevicalgia, low back pain, headache, hypertension, type 2 diabetes mellitus. (B)(6) 2015: patient underwent transforaminal epidural steroid injection left l4-5 and l5-s1 under fluoroscopy guidance due to radiculalgic pain. No complications reported. (B)(6) 2015: patient presented with cervical spine problem and right hand paresthesia. Recent MRI showed effacement of the staple to the esophagus. Motility study was ok. Assessment: cervical radiculopathy at c6, numbness in feet, low back pain, hypertension, type 2 diabetes mellitus, dysphagia. (B)(6) 2015: patient underwent MRI cervical spine with and without contrast due to persistent neck pain following surgery. Impression: stable examination. Status post c6-7 anterior fusion. Multilevel mild degenerative changes without evidence of spinal stenosis or neural foraminal narrowing. Straightening of the normal cervical lordosis which can be seen with position or muscle strain. (B)(6) 2015: patient presented with neck pain and pointed to the left side of lower cervical spine. Patient reported having pain in both hands. Recently, patient had pain on the underside of his left upper arm. Patient stated being aware of one of the cervical screws in his esophagus. Patient had swallowing difficulties and had undergone barium study and endoscopy. Patient had balance difficulties from time to time. MRI of cervical spine showed fusion at c6-c7 and hardware artifact at this level. There is no clear evidence for nerve root or spinal cord compression at any level. Assessment: neck pain, pain in bilateral upper extremities with no clear radicular distribution, objective swallowing difficulties.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.